Manufacturer narrative:
Currently, it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
The customer reported via telephone call that the insulin pump alarmed for no delivery during a bolus. The blood glucose reading was 263 mg/dl. The customer was assisted in performing a 5 unit fixed prime and reported that insulin did exit. The cannula was removed and the customer reported that it was bent. The infusion set was inserted with a serter and no scarred or hardened tissue was noted at the insertion site. The customer was advised that the alarm may have been caused by the bent cannula.